Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 248 mg/dl at the time of incident. The pump had motor error and low reservoir alarms. The no delivery alarm was received during basal and was recurring. The customer was assisted with fixed prime. The insulin did not exit and the pump alarmed no delivery. The customer as advised to replace the reservoir but it still alarmed. They were unable to determine the cause of the alarm without a complete set change. Troubleshooting was not able to resolve the issue. The reservoir was not returned for analysis.